Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed male luer of injection site was broken. The broken piece of the male luer was bonded with female luer lock adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink i.v. Catheter ext set with mll adapter leaked. The solution leak was observed from the connection between injection site and tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.